Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. However, an incomplete prime is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿prepare for therapy¿ provides step-by-step instructions for properly priming the disposable set. Section ¿warnings and cautions¿ warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Section ¿prepare for therapy¿ instructs the user to verify that the patient line is properly primed. Section ¿troubleshooting¿ provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain on the homechoice (hc). During troubleshooting, it was discovered that the patient line was not properly primed before connecting. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.